Manufacturer narrative:
As reported, the balloon of a mynx control 5f vascular closure device (vcd) burst during prep. Therefore, the device cannot be used and was replaced with another mynx control and recovered. There was no reported patient injury. The mynx control vcd was used after a percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped according to the instruction for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Hemostasis was achieved with manual compression for greater than 30 mins. The patient recovered after the event. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the was stopcock open. It was observed that the sealant of the returned device was exposed to blood as received. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon of the returned device with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon, approximately 4 mm from the balloon neck, and the sealant was exposed to blood as received. A product history record (phr) review of lot f2108902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure -during prep¿ was confirmed during analysis of the returned device. The exact cause and timing of the event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. It should be noted that the sealant of the returned device was observed to have been exposed to blood. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product was returned for analysis. A review of the manufacturing documentation associated with this lot# f2018902 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a mynxgrip 6f/7f vascular closure device burst during prep. Therefore, the device cannot be used and replaced with another mynx control and recovered. There was no reported patient injury. The mynx control vcd was used after a percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped according to the instruction for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Hemostasis was achieved manual compression for greater than 30 mins. The patient recovered after the event. The device will be returned for evaluation.